Event description:
Patient had right total knee arthroplasty in 2000 with zimmer nxgen system, starting having pain (B)(6) 2014, had right knee revision total knee arthroplasty with exchange of polyethylene component and debridement of scar tissue around patella on (B)(6) 2015. Polyethylene insert explant noted to be broken. Patients tka not done by our hospital/ physician in 2000 unable to retrieve model and lot #.